Manufacturer narrative:
Reported event: an event regarding incorrect selection involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain and intraoperatively it was observed that a cemented femoral component was implanted without the use of cement. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is likely that the reported event is the result of user error. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised after patient complaint of pain. Surgeon converted a cr knee to a ts knee. Intra-operatively, surgeon noted that a cemented femoral component had been implanted without cement.